Event description:
It was reported that a stylet could not be advanced in the proximal portion of a lead. The lead was removed, returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all conductors were distorted; full lead was returned and analyzed. Blood in/on helix mechanism. Damaged at implant.